Manufacturer narrative:
(B)(4)

Event description:
It was reported that when a patient presented in the emergency room after receiving a vibratory alert, increased pacing lead impedance and increased capture threshold were observed. The lead was capped and replaced on (B)(6) 2016. It was noted moisture was under the insulation of the lead that was wrapped around underneath the can.